Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system and found that system geometry not working. After reviewing log file, rse identifying issues that indicate a malfunction of the geometry control pc. Onsite support fse perform the functional tests, no abnormalities are found. The device was working normally and was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry functions were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.